Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and sensor glucose (sg) values. The case was escalated to support for further review. A review of sensor data did not indicate any system malfunctions. However, as part of proactive troubleshooting measure, a sensor re-link was recommended to clear the calibration buffer and address a potential calibration misalignment. Multiple follow-up attempts to contact the user were made, but the user remained unresponsive. A system review in dms confirmed that the user is still actively using the system with up-to-date information. No further resolution was possible due to lack of response from the user. B4. Date of this report 25 feb 2026. G3. Date received by the manufacturer? 25 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121, h6. Investigation findings updated to 114, h6. Investigation conclusions updated to 4315.